Manufacturer narrative:
While on the phone with the user, dario's representative decided to send a replacement of dario's strips and control solution to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, however he was unable to test with the new cartridge of strips and control solution at that time. At a later date, the user emailed dario with the following information: control solution level 1 read 126 mg/dl, level 2 read 215 mg/dl. The user did not include the control solution ranges for each level. Dario's representative followed up once again with the user regarding the results of his control solution test, however the user was not willing to troubleshoot any further with dario's representative. There is not enough information regarding the dario meter and strips to investigate this case. Therefore, no resolution is available.

Event description:
On february 21st, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings from his dario meter with three different new strip cartridges that were 100 mg/dl higher than what he received from other dario strips and from the results that he received from his endocronologist.